Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received eight unused i.d 7.0mm, catalog#: 61110070 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 7.0 mm and work order #: (B)(4). The products were rec'd in sealed (B)(4) preprinted blister pack and affixed with label. The samples were inspected and the observations are as follows: one unit confirmed for foreign substance in package, whereas one unit was shown to have no signs of foreign substance in package; two units were confirmed for hair in package; one unit confirmed for stain on product and three units were confirmed for broken product. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that seven out of eight units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted.

Event description:
It was reported that during incoming inspection "found contamination on package".